Event description:
It was reported when the patient presented for a generator change-out, fluoroscopy revealed externalized conductors. No electrical anomalies were detected. The lead was explanted with no complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasions were noted at 11.6-11.7cm, 29.2-29.4cm, 33.7-34.1cm, 43.8-44.1cm, and 44.0-44.1cm from the distal tip, consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasions were noted at 11.5-16.6cm and 17.9-20.4 from the distal tip. Internal insulation abrasion was noted at 8.8-9.7cm from the distal tip. The etfe coating was intact at these locations.